Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient presented with a scar over the incision at the ipg site. The physician concluded that there was no infection, and this was not related to the device but was due to the patients healing process. The patient underwent a revision procedure wherein the wound was debrided, and the scar was removed. The patient was doing well postoperatively.